Manufacturer narrative:
A complete lead was returned in three pieces. The reported event of ¿atrial lead was not capturing and atrial threshold increased¿ was confirmed. External insulation abrasion exposing the outer coil caused by friction to can noted at 5.8 cm to 6.0 cm from the connector pin. The reported event was isolated to the exposure of the outer coil in the abrasion region. All other damage was consistent with that occurring at time of procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for crt-p upgrade. During device interrogation, loss of capture and high capture threshold were observed on the atrial lead. The lead was explanted and replaced. The patient was discharged.